Event description:
The user site reported that during a selenia dimensions mammography systems, 3d preventative maintenance performed on (B)(6) 2025, the vertical travel assembly bolts on the back of the gantry were loose. The user site reported to have tightened the bolts but believed they would get loose once more. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device. The fse observed that the vertical travel assembly bolts were loose again and tightened the bolts to manufacturer's specifications. Additionally, the fse determined that the vertical travel assembly needed to be replaced. The fse reported that the user site opted to wait until on (B)(6) 2026 for the appointment for the vertical travel assembly replacement. No further information is currently available.